Event description:
It was reported that the patient this electrode received one inappropriate shock due to oversensing of noisy signals. It was noted that the patient received the shock while hanging a very heavy tv with electrical cables draped over him. Technical services (ts) was consulted, noting that noise was isolated to the baseline, and discussed that does not look like electromagnetic interference (emi), it appeared to diaphragmatic or muscle noise. This patient was sent home, and recreating noise was not possible. The auto setup selected the same sensing vector. This electrode remains in service. No adverse patient effects were reported.